Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. It was reported that the patient subsequently passed away of an unrelated indication. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).